Manufacturer narrative:
Details of the complaint: the monitor tech reported that they are not able to see vitals. The monitors are frozen. When tech support (ts) called the customer back. Another nurse stated that the unit was rebooted, and everything is working now. No patient harm was reported. Investigation conclusion: the customer reported that they were not able to see vitals on the cns and that their monitors were frozen and reported that they were able to resolve their issue after rebooting the cns. No further issues were reported. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. Possible causes include: software conflicts or errors: incompatibilities between software programs or outdated/buggy drivers can lead to system freezes. It could be a specific application or a combination of software causing the issue. Overheating: if the computer's hardware, such as the cpu or gpu, overheats, it can cause the system to freeze as a protective measure. Inadequate cooling, dust buildup, or faulty fans can contribute to overheating. Hardware issues: faulty hardware components, such as ram, hard drive, or graphics card, can cause system freezes. Malfunctioning or incompatible hardware may lead to instability. Insufficient system resources: running resource-intensive tasks or having multiple programs open simultaneously can exceed the available system resources (cpu, ram) and result in freezing. Power supply problems: insufficient or unstable power supply to the computer can cause instability and freezing. Faulty power supply units or issues with power outlets can be the culprits. Operating system issues: bugs, corruption, or misconfigurations within the operating system can lead to freezes. Keeping the operating system updated and applying patches can help resolve such issues. Hardware conflicts: incompatible or conflicting hardware components can cause freezes. This can happen when installing new hardware or due to improper configuration. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1: on 05/09/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 05/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 06/01/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The monitor tech reported that they are not able to see vitals. The monitors are frozen. When tech support (ts) called the customer back. Another nurse stated that the unit was rebooted, and everything is working now. No patient harm was reported.